Event description:
Additional information was received noting the infection is now recovered/resolved. No other relevant information has been received to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently did not include update that the patient's infection has resolved.

Event description:
It was reported that the patient is experiencing a surgical site infection. The event did not meet the serious adverse event criteria and is mild in severity. The event is definitely related to the implant procedure and not related to stimulation or the device. Medication was provided as a result of the infection. The outcome is currently listed as recovering/resolving. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or; malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.